Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1782kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1782kl. The customer will discontinue using the device. Mmt-1782kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit unable to move past power on menu due to unresponsive buttons. Unable to perform self test due to unresponsive buttons. Unit was unable to be downloaded using thus due to unresponsive keypad. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, lcd flex connector, and keypad flex connector. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case (battery tube), cracked case, missing display window/cover, stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Keypad/button unresponsive/button error confirmed due to unresponsive buttons after unit was powered on. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.